Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested checking the solenoid 1 (sol1) tubing and replacing the sol1. The customer reported replacing the sol1 and the inspiratory printed circuit board and testing the unit for two days with no problems. Covidien was not authorized to service the device. (B)(4).

Event description:
Covidien received info from a customer in the USA stating that an 840 ventilator generated a device alert that rendered the device inoperative. The device was being used on a pt when event occurred. The pt was removed from the ventilator and placed on another ventilator. Pt outcome info was not provided.